Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3, this an indication that the sensor is in the primary operating state and has yet to reach its end of life at the time of return. The water-based liquid contamination on pcba (printed circuit board assembly) triangle upon visual inspection of the plug assembly. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests is an indication that the water-based liquid contamination did not impact the sensor¿s ability to generate an accurate glucose reading. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics; therefore, this issue is not confirmed. An extended investigation for the reported libre sensor and sensor kit has been performed by reviewing the DHR (device history records) and the dhrs indicated the libre sensor and sensor kit meets per its specification prior to release to distribution.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received 91mg/dl lower sensor scan results. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer was unable to self-treat and was seen by a healthcare provider where unspecified readings were taken on their meter they were administered an insulin injection (dose/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.